Event description:
Per report source: we were venting a patient to ICU without any difficulties. We were unable to land at cheo due to weather and landed at the airport. A land crew met us at the hangar. The aircarft was pulled into the hangar and we then exited the aircraft. Nothing apparent had occurred with the patient or the ventilator when we realized that the patient was not receiving any machine breaths. Etco2 disappeared, quick chest exam revealed no breath sounds. We immediately initiated ventilation with a bvm with success. Patient was spontaneoulsy breathing and was not adversely effected in any way. We continued the trip by land to the gen ICU with bvm without incident. Upon arrival back at base, we turned the vent on and it seemed to cycle without any difficulty. Using internal battery at the time of the event. Yesterday, the vent was turned on fully charged and got a low power right away. We then plugged in the external battery and we still got a low power alert (briefly). The external power light came on and it was amber and the battery charge light was also amber. Then we got a green external power and battery charge light and all was well. Approx 20 minutes later, the fuse blew on the external battery. Report source was unsure of the alarm status during the reported event.